Event description:
It was reported that a ventricular assist device (vad) patient experienced low flow alarms and low power. The patient went to the clinic for diagnostics and it was revealed that the patient had an international normalized ratio (inr) of 4.0. The patient was hospitalized as there was a suspected inflow thrombus. The patient was subsequently reimplanted with a competitor device. Of note, a review of log file data revealed motor start events with parameters outside of the typical range.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a slight increase in power consumption and estimated flows, leading to parameters above normal since (B)(6) 2025; however, no high watt alarms were logged followed by power consumption returning to normal operating range on (B)(6) 2025. Additionally, a decrease in power consumption and estimated flows were recorded since (B)(6) 2025 leading to parameters below normal. Two (2) low flow alarms logged on (B)(6) 2025. Furthermore, motor start events were recorded on (B)(6) 2021 at 10:51:00, on (B)(6) 2023 at 11:27:26, and (B)(6) 2024 at 13:00:49, in which parameters were atypical. As a result, the reported events were confirmed. Based on the information available, the device may have caused or contributed to the reported events and observed high power event. Based on the available information and historical review of similar events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.